Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that when the reporter was troubleshooting the pump with customer support for an unrelated issue, the keypad buttons were unresponsive. The reporter denied damage to the pump and denied there was moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting and due to the alleged keypad issue. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up # 1 - the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: unable to perform all checklist steps due to no power/moisture in pump. No download available.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.